Event description:
I been having many services from (B)(6). I've tried cavitation, red light therapy, wood massage. However this time she had two persons for the wood massage and she use the same equipment for both without cleaning the equipment and use leftover massage oil from the other person on me when I see (B)(6) using the same equipment I told her to stop and she said to me is okay I always used the same equipment and leftover oil for the persons I see back to back nothing happens when I got home I had a rash all over my body where she use the massage oil I had to go see a doctor she needs to be check for other persons don't get sick from her re-using equipment and message oils. Ref reports: mw5169787, mw5169789.